Manufacturer narrative:
The reported problem was resolved after troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem, the reporter isolated the cause to 2 imaging devices (models wa50023b & wa50021b). The suspect imaging devices were taken out of service by the user facility and sent to a 3rd party vendor for repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "black image" (i.e., no image) was present. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using a similar device. A delay in procedure occurred, however, the reporter did not have information regarding length of delay. There was no patient injury, associated with the event, reported to olympus.